Event description:
During the atrial fibrillation procedure, after inserting the sheath introducer into the patient's body, blood was drawn into the syringe spontaneously upon connection to the three-way stopcock, even before aspiration. No additional puncture was made at the vascular access site, and the sheath introducer was replaced. The procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
UDI information(d4) and 510k(g3) are not provided as this product (model g407371) is only marketed outside of the us and is therefore not referenced in the gudid database.

Manufacturer narrative:
Additional information: g3, h2, h6. Follow up report needed to address investigation update.

Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3, h6, h11 one 8.5f swartz braided introducer sheath and dilator were received for evaluation. Functional testing determined a leak was noted in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. A puncture was noted in the proximal seal. Tearing, resulting in a hole, was noted in the proximal and distal seals. A corrective action was initiated to address the failure mode of this introducer leak.